Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving stimulation coverage in her foot, which is her original targeted area of pain. The patient stated she has been without coverage for approximately a year. Follow-up information revealed the patient met with the physician and the patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where her scs system was explanted and replaced with a new drg system. The patient reported effective stimulation therapy postoperative,